Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, machine was turned off during transaction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen went black and got stuck on blue carefusion screen. A field service engineer (fse) found that the medstation es displayed a hardware failure affecting the auxiliary drawer 7 and drawer 2.2, with all pocket cubies affected. Upon inspection, a severely damaged serial cable between the es and the auxiliary drawer was discovered. The fse successfully replaced the serial cable, restoring full functionality to auxiliary drawer 2.2. Hardware test application testing was performed and passed, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.